Manufacturer narrative:
A non-conformance review was conducted for lot 25b294 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure reported. As such, a root cause could not be determined. No actions required at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the nurse reports that the safety lock stops mid-way and it makes staff think that the needle is completely covered and locked but it is not. This has resulted in a needle stick injury. On (B)(6) 2025 the customer confirmed that no medication was needed or first aid outside of a band aid.